Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle medical records received. After review of medical records, the patient had left hip athroplasty with depuy implants. No allegations were reported. Doi: (B)(6) 2009; dor: none reported; left hip. Please see (B)(4) for the right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Review of the attached x-ray image found nothing indicative of a product problem that could be identified. A root cause could not be determined. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.